Event description:
The fax received from the sale rep indicated that the hub of the catheter broke off while it was being pulled over the wire. The product was clinically used. There was no pt injury. No additional info was given. During this case, the stent would not cross the target vessel. The moderately calcified lesion was predilated prior to advancing the sds. To physician then attempted to withdraw the catheter back through the guiding catheter. The sds did not snagg/catch on anything. There was no unusual resistance felt and the physician did not use any undo force; however, the hub of the catheter broke off. They slid the hub of the wire and backed the catheter off of the wire without any difficulty. The case was completed using another cypher product. There was no injury to the pt.